Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to report that a re-review of the additional event information received on 1/9/2020 was performed. The reportability of the file was also reassessed. Based on the information provided and further clarification on the information provided by the study site, the 3mm x 8cm orbit galaxy complex xtrasoft coil (640cx0308 / 30141130) was opened and not deployed as stated before. Per the physician, ¿there was no malfunctioning of the coil, it was more about choosing the wrong size.¿ with this information, the file no longer meets the medical device reporting criteria as a malfunction. No further reports will be forthcoming.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The patient date of birth is not available. Procode: krd/hcg. The phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported via the sterling study that during the endovascular coil embolization targeting an unruptured aneurysm located on the left posterior cerebral artery (pca) with the following dimensions: 1.9 mm parent vessel diameter, 7.8 mm height, 7.2 mm dome, 8.1 mm maximum aneurysm diameter, 3.6 mm neck, and a 2.0 mm derived dome to neck ratio, the 3mm x 8cm orbit galaxy complex xtrasoft coil (640cx0308 / 30141130) was not able to conform to the aneurysm wall and became herniated from the aneurysm. It was reported that the coil was removed still attached to the delivery system. The coil was not used. There was no report of any patient consequence or adverse event. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30141130) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil positioning difficulty (including poor conformability), protrusion into the parent vessel are known potential issues associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and/or conforms when it gets delivered to the target site. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, issues such as poor conformability and coil herniation are procedurally dependent. The product analysis lab cannot replicate the environment that is similar to the surgical field and that of the patient¿s anatomy to perform the evaluation to determine the possible causes of the reported malfunction. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that in this case, the aneurysm size / shape, and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported positioning difficulty / poor coil conformability and of the coil herniating from the aneurysm. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported via the sterling study that during the endovascular coil embolization targeting an unruptured aneurysm located on the left posterior cerebral artery (pca) with the following dimensions: 1.9 mm parent vessel diameter, 7.8 mm height, 7.2 mm dome, 8.1 mm maximum aneurysm diameter, 3.6 mm neck, and a 2.0 mm derived dome to neck ratio, the 3mm x 8cm orbit galaxy complex xtrasoft coil (640cx0308 / 30141130) was not able to conform to the aneurysm wall and became herniated from the aneurysm. It was reported that the coil was removed still attached to the delivery system. The coil was not used. There was no report of any patient consequence or adverse event.